Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and associated electrode were implanted. This system was a replacement for an s-ICD system that was explanted in january due to a fractured electrode. Defibrillation threshold (dft) testing was attempted to be performed, but the patient was not able to be induced into ventricular fibrillation (vf). After three attempts, a commanded shock was delivered to test the system and the shock impedance measurement was higher than expected, but not out-of-range, at 144 ohms. X-rays showed the device and electrode were well positioned. There was no air in the pocket and no layer of fat under the device to account for the high impedance measurement. The physician elected to explant the s-ICD system and implanted a transvenous ICD system instead. No adverse patient effects were reported. The explanted products were expected to be returned for analysis. [See MDR # 2124215-2020-06261 for details of the fractured electrode].

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and associated electrode were implanted. This system was a replacement for an s-ICD system that was explanted in january due to a fractured electrode. Defibrillation threshold (dft) testing was attempted to be performed, but the patient was not able to be induced into ventricular fibrillation (vf). After three attempts, a commanded shock was delivered to test the system and the shock impedance measurement was higher than expected, but not out-of-range, at 144 ohms. X-rays showed the device and electrode were well positioned. There was no air in the pocket and no layer of fat under the device to account for the high impedance measurement. The physician elected to explant the s-ICD system and implanted a transvenous ICD system instead. No adverse patient effects were reported. The explanted products were expected to be returned for analysis.[see MDR # 2124215-2020-06261 for details of the fractured electrode]

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the high shock impedance measurement observed during the implant procedure.